Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer addressed elevated bg via correction bolus. Reportedly, the customer continued to use the pump for insulin therapy.